Event description:
It was reported that a user newly started on the ilet reported a low glucose reading on the sensor after a meal announcement, performed a confirmatory fingerstick, and subsequently ingested fast-acting carbohydrates; later fingerstick measured 266 mg/dl after the user acknowledged overtreating when the sensor had indicated 88¿89 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education with guidance to contact support for blood glucose or device issues; oral glucose was used. Investigation included user interview and case review focused on use of the ilet system and glucose intake behavior. Investigation of this case revealed user-related overtreatment of perceived hypoglycemia with resultant hyperglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia with excess carbohydrate intake.